Manufacturer narrative:
(B)(4). Medical products: comprehensive reverse tray part # 115370 lot # 772430. Comprehensive reverse baseplate part # 010000589 lot # 721060. Comprehensive primary stem 9mm micro part # 113609 lot # 887380. Arcom xl humeral bearing part # xl-115363 lot # 812150. Therapy date unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07110. Customer has indicated that the product will not be returned to zimmer biomet as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be sent.

Event description:
It was reported that patient experienced pain during post-operative physical therapy. Radiographs revealed a bone fracture. Attempts have been made and additional information on the reported event is not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced pain during post-operative physical therapy, approximately 3 months post-operatively. Radiographs revealed a bone fracture. She opted for physical therapy. When she visited her doctor again, he said that her bone is completely healed now. She will still continue with physical therapy to get back her motion and resolve pain issue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.